Manufacturer narrative:
Concomitant medical products: product ID: 977a260 lot# serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 08-may-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the leads migrated. Patient stated that stimulation has changed. It was giving good relief and about 2 weeks ago it was not . Patient is a bowler and feels that she may have started bowling too soon after surgery, which may have led or contributed to the issue. X-rays were taken and they showed lead migration. Rep programmed around new lead placement. The issue was resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.